Event description:
A pump alarm was reported, specifically an alarm 20a, which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge using proper techniques, but the alarm recurred. As a result, technical support decided to replace the pump, confirming it was still under warranty. The customer was instructed on alternative insulin delivery through multiple daily injections (mdi) and given guidance on how to put the pump into storage mode. The pump is to be returned using a pre-paid label, and the customer agreed to follow these procedures.